Manufacturer narrative:
MDR 3003442380-2024-03762 - device 2 of 4 .(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the canada on (B)(6) 2024, it was reported by the patient that four infusion set was leaking at 2am this morning from the site. No further information available.